Manufacturer narrative:
The customer reported this unit had a missed alarm and they would like to send in the log files for review. According to the customer, the missed alarm happened around 7:30 to 9:30pm but she is not sure exactly what time. She is going to find out the timestamp and which alarm was missed (ie: (B)(6). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for nikki to call me back with this information. Attempt # 2: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for nikki to call me back with this information. Attempt # 3: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for nikki to call me back with this information.

Event description:
The customer reported this unit had a missed alarm and they would like to send in the log files for review. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported this unit had a missed alarm and they would like to send in the log files for review. According to the customer, the missed alarm happened around 7:30 to 9:30pm but she is not sure exactly what time. She is going to find out the timestamp and which alarm was missed (ie: brady, tachy, asystole etc.). There was no patient injury reported. Investigation summary: a review of the logs provided by the customer showed that all alarms had been turned off "all alarms off" which caused alarms to be suppressed. The reported issue was due to user error (due to incorrect alarm settings). Nihon kohden's technical support (nk ts) tech provided the customer with education on resolving the issue and no further issues have been reported since. The following fields are not available (n/a) to this report: h4 device manufacturer date additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported this unit had a missed alarm and they would like to send in the log files for review. There was no patient injury reported.